Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d1, d2, d3, d4, g1, g2.

Manufacturer narrative:
Date sent to the FDA: 5/27/2019. Patient codes: 1685,1695,1750,1862,2061,2144,2240,2360, 3189 - surgical intervention, 3191 - ischemic bowel. Additional narrative: it was reported that patient underwent removal of mesh on (B)(6) 2018 due to abdominal pain, ischemic bowel, hernia, vomiting, adhesion, fistula, and erosion. It was reported that following insertion the patient experienced scarring and disfigurement.